Event description:
There was a complaint of questionable elecsys ft4 iii assay results for 1 patient tested with cobas 6000 e601 module serial number (B)(4). The questionable results were reported outside the laboratory. The physician questioned the ft4 result when compared to the tsh result. The physician requested to run t4 to "interpret together with ft4". The tsh result was not questioned. The patient¿s ft4 result was 1.57 ng/dl and was out of the reference range. The patient¿s t4 result was 7.9 ug/dl and was within the reference range. The patient¿s initial tsh result was 45.95 miu/l.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were within acceptable range. The customer's sample pre-analytic details were requested but not provided. The patient had a thyroidectomy in the past and is treated with levo-thyroxine. The limitations section of product labeling states: "in in vitro studies the drugs furosemide and levothyroxine caused elevated ft4 findings at the daily therapeutic dosage level." From the provided information, a general product problem could be excluded. The shown values are expected for patients under levo-thyroxine treatment.